Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the touch screen became shattered and unreadable. Reportedly, the pump touchscreen had rainbow colors on some part of the screen. Customer¿s blood glucose was around 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.